Event description:
The customer reported that knife trigger could not be pulled to cut the tissue of the pt. There was no injury to the pt. The device was returned to covidien and visual inspection discovered a hole in the clear insulation.

Manufacturer narrative:
(B)(4). The clear insulation has a hole in it. The device failed hipot testing.